Manufacturer narrative:
Date of event of the initial medwatch report indicates:  (B)(6) 2017 date of event of the initial medwatch report should have indicated:  (B)(6) 2017. The customer later clarified that the reported issue did not occur during patient use.  The reported issue was observed during a pre-shift check by the device user. Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records for review.  Upon review of the electronic records, physio was able to verify that the device experienced multiple inappropriate losses of power.  As a precaution, physio replaced the power pcb assembly, battery pins and the battery power cable.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer later clarified that the reported issue did not occur during patient use.  The reported issue was observed during a pre-shift check by the device user. Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records for review.  Upon review of the electronic records, physio was able to verify that the device experienced multiple inappropriate losses of power. Physio replaced the power pcb assembly, battery pins and the battery power cable.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control has determined that the likely cause of the reported issue was excessive wear on connectors p11/j11 on the battery wire harness assembly and the power pcb assembly. The excessive wear likely caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or cycle power.

Manufacturer narrative:
(B)(4). The customer later clarified that the reported issue did not occur during patient use.  The reported issue was observed during a pre-shift check by the device user. Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records for review.  Upon review of the electronic records, physio was able to verify that the device experienced multiple inappropriate losses of power.  As a precaution, physio replaced the power pcb assembly, battery pins and the battery power cable.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the device. Through analysis of those records, physio was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times either by itself, or when attempting to print a code summary. There was patient use associated with the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.